Event description:
It was reported that the patient with this implantable cardiac resynchronization therapy defibrillator (crt-d) had an elevated fluid level around the heart and experienced suffocation upon lying down. The patient was referred to a clinic. As of this time, this crt-d remains on service. No additional adverse patient effects were reported.